Event description:
It was reported that this pacemaker was found to be operating in safety mode. A device replacement will be scheduled. The device remains in service. No adverse patient effects were reported. Additional information was obtained; no device replacement has been schedule. The patient has been hospitalized due to unrelated reasons.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. A device replacement will be scheduled. The device remains in service. No adverse patient effects were reported. Additional information was obtained; no device replacement has been schedule. The patient has been hospitalized due to unrelated reasons. Additional information obtained, this device has been explanted and replaced.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. A device replacement will be scheduled. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Boston scientific has assigned an investigation conclusion code of 'cause not established'

Event description:
It was reported that this pacemaker was found to be operating in safety mode. A device replacement will be scheduled. The device remains in service. No adverse patient effects were reported. Additional information was obtained; no device replacement has been schedule. The patient has been hospitalized due to unrelated reasons. Additional information obtained, this device has been explanted and replaced.